Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation nos"), device dislocation ("migration / migration of essure device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2013)) and miscarriage. Concurrent conditions included hair loss, hot flashes, metrorrhagia, abdominal pain, nausea and breast feeding. Concomitant products included cefalexin (keflex) from (B)(6) 2013, diazepam since (B)(6) 2015, lorazepam (ativan) since (B)(6) 2015, lorazepam since (B)(6) 2015, metoprolol since (B)(6) 2014, nsaid's, ondansetron (zofran), paracetamol (acetaminophen) and paroxetine hydrochloride (paxil) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and the first episode of anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression") and the second episode of anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypertension ("hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (bilateral salpingectomy and and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, perinatal depression, the last episode of anxiety, hypertension, depression and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered depression, device dislocation, dysmenorrhoea, hypertension, menorrhagia, menstrual disorder, perinatal depression, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was reported in fu2 as (B)(6) 2015 and in fu3 as (B)(6) 2015 & also reported as have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, date essure confirmation test was performed. Healthcare provider result: patient fallopian tubes were blocked. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: anxiety and depression". Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Event dysmenorrhea was added. Historical drug , condition were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation nos"), device dislocation ("migration / migration of essure device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2008, (B)(6) 2009, (B)(6) 2013)) and miscarriage. (B)(6) 2014, date essure confirmation test was performed. Healthcare provider result: patient fallopian tubes were blocked. Concurrent conditions included hair loss, hot flashes, metrorrhagia, abdominal pain, nausea and breast feeding. Concomitant products included since (B)(6) 2015, cefalexin (keflex) from (B)(6) 2013 to (B)(6) 2013, diazepam since (B)(6) 2015, ibuprofen, lorazepam (ativan) since (B)(6) 2015, lorazepam since (B)(6) 2015, metoprolol since (B)(6) 2014, nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"), 30 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and the first episode of anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression") and the second episode of anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypertension ("hypertension"). The patient was treated with surgery (partial hysterectomy bilateral salpingectomy and unilateral oophorectomy and partial hysterectomy, bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, perinatal depression, the last episode of anxiety, hypertension, depression and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered depression, device dislocation, dysmenorrhoea, hypertension, menorrhagia, menstrual disorder, perinatal depression, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was reported in fu2 as (B)(6) 2015 and in fu3 as (B)(6) 2015 & also reported as have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: anxiety and depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation nos"), device dislocation ("migration / migration of essure device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((08jul2008, 04jun2009, 15nov2013)). Concurrent conditions included hair loss, hot flashes, metrorrhagia, abdominal pain, nausea and breast feeding. Concomitant products included cefalexin (keflex) from (B)(6) 2013, diazepam since (B)(6) 2015, lorazepam (ativan) since 9-aug-2015, lorazepam since (B)(6) 2015, metoprolol since 29-jan-2014, ondansetron (zofran) and paroxetine hydrochloride (paxil) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and the first episode of anxiety ("psychological or psychiatric problems: mental anguish"). On 29-jan-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression") and the second episode of anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypertension ("hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (bilateral salpingectomy and and unilateral oophorectomy). Essure was removed on 24-aug-2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, perinatal depression, the last episode of anxiety, hypertension and depression outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered depression, device dislocation, hypertension, menorrhagia, menstrual disorder, perinatal depression, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was reported in fu2 as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-mar-2014: total bilateral occlusion on mar-2014, date essure confirmation test was performed. Healthcare provider result: patient fallopian tubes were blocked. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: anxiety and depression". Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet was received events added from pfs- depression, mental anguish. Reporter information, lab data were added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation nos"), device dislocation ("migration / migration of essure device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 3 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2013)). Concurrent conditions included hair loss, hot flashes, metrorrhagia, abdominal pain, nausea and breast feeding. Concomitant products included cefalexin (keflex) from (B)(6) 2013, diazepam since (B)(6) 2015, lorazepam (ativan) since (B)(6) 2015, lorazepam since (B)(6) 2015, metoprolol since (B)(6) 2014, ondansetron (zofran) and paroxetine hydrochloride (paxil) since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypertension ("hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (bilateral salpingectomy and and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, perinatal depression, anxiety and hypertension outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, device dislocation, hypertension, menorrhagia, menstrual disorder, perinatal depression, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was reported in fu2 as (B)(6) 2015 and in fu3 as (B)(6) 2015. Diagnostic results: on (B)(6) 2014, date essure confirmation test was performed. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: anxiety and depression". Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received - new event "abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), postpartum depression, anxiety, hypertension" were added. Product implant and explant date was updated. New reporter were added. Pregnancy outcome was update from not reported to live birth. Historical and concomitant conditions and medication were added. On 29-mar-2018: pfs received - fu2 and fu3 was proceed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation nos'), device dislocation ('migration / migration of essure device') and pregnancy with contraceptive device ('post-implant pregnancy / pregnancy (no complications)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2008, (B)(6) 2009, (B)(6) 2013) and miscarriage. *on (B)(6) 2014, date essure confirmation test was performed. Healthcare provider result: patient fallopian tubes were blocked. Concurrent conditions included hair loss, hot flashes, metrorrhagia, abdominal pain, nausea, breast feeding, irregular periods and insomnia. Concomitant products included since (B)(6) 2015, cefalexin (keflex) from (B)(6) 2013, diazepam since (B)(6) 2015, ibuprofen, lorazepam (ativan) since (B)(6) 2015, lorazepam since (B)(6) 2015, metoprolol since (B)(6) 2014, nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"), 30 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and anguish ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypertension ("hypertension") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (partial hysterectomy bilateral salpingectomy and unilateral oophorectomy and partial hysterectomy, bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, perinatal depression, anxiety, hypertension, depression, anguish and dysmenorrhoea outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anguish, depression, device dislocation, dysmenorrhoea, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, perinatal depression, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and anxiety to be related to essure. The reporter commented: discrepancy was noted in the product explant date which was reported in fu2 as (B)(6) 2015 and in fu3 as (B)(6) 2015 & also reported as have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: anxiety and depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: fu 8 and 9 processed together. Event "genital bleeding" added. New reporters and concomitant conditions added. On 5-may-2020: fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation nos"), device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2017: event migration/ perforation of the essure device was added and pelvic pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.